Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records; no product was rejected after sewing inspection. Seven product from same lot number than the complaint device underwent water premeability testing. Test results indicated values well within product specifications. No leakage was observed at the sewn seams. No conclusion can be drawn . However, a review of the intervascular post marketing data and the testing performed on similar products would tend to indicate that the device performed as intended.

Event description:
Patient underwent an ascending aorta replacement procedure in 2006. During surgery, blood leaking was evidenced from the branches of the graft. Graft remained however implanted.